Event description:
We received a report that during implantation of an intraocular lens (iol) in the patient's right eye, the surgeon realized the lens did not ''fit well''. This was noted to be related to ''user error'' as the correct size was not selected. In follow up it was learned that the incision was enlarged to remove the iol. Another lens was subsequently implanted and the patient was noted to have recovered. The iol was discarded and will not be available for investigation.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The device was not returned, thus no testing was performed. The report indicated the surgeon selected the wrong lens for the patient, a human factors issue. All pertinent information available to the manufacturer has been submitted. Placeholder.